Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to exchange the liquid crystal display (lcd) panels to determine if the problem follows, than replace the graphic user interface (gui) central processing unit (cpu). Medtronic was not authorized to service the ventilator.

Event description:
It was reported that an 840 ventilator's bottom display was erratic. The ventilator was not on a patient at the time of the event.